Event description:
It was reported that the urine was sitting in the tubing and not draining into the leg bag and asked if the tubing could be cut. Representative discussed vaporlock with inquirer, informed patient vaporlock could occur after sterilization. Suggested patient exercise the bag before use to allow some air flow. Inquirer believed this was it and would try the recommendation. Also stated that some tubing could be cut on the end without the adaptor. Per follow up via phone on 09aug2023, it was reported that this issue occurred while they were driving on vacation. They used a large stoma guard, ostomy support security shield that conformed to the leg bag and allowed urine to drain properly. Per follow up via phone on 01sep2023, the customer made clear that no adaptors and/or connectors were missing from the affected product.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "tubing does not meet specification". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the urine was sitting in the tubing and not draining into the leg bag and asked if the tubing could be cut. Representative discussed vaporlock with inquirer, informed patient vaporlock could occur after sterilization. Suggested patient exercise the bag before use to allow some air flow. Inquirer believed this was it and would try the recommendation. Also stated that some tubing could be cut on the end without the adaptor. Per follow up via phone on (B)(6) 2023, it was reported that this issue occurred while they were driving on vacation. They used a large stoma guard, ostomy support security shield that conformed to the leg bag and allowed urine to drain properly.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "tubing does not meet specification". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the urine was sitting in the tubing and not draining into the leg bag and asked if the tubing could be cut. Representative discussed vaporlock with inquirer, informed patient vaporlock could occur after sterilization. Suggested patient exercise the bag before use to allow some air flow. Inquirer believed this was it and would try the recommendation. Also stated that some tubing could be cut on the end without the adaptor. Per follow up via phone on (B)(6) 2023, it was reported that this issue occurred while they were driving on vacation. They used a large stoma guard, ostomy support security shield that conformed to the leg bag and allowed urine to drain properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.